Manufacturer narrative:
(B)(4). Batch #: u5ev65. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload present. During evaluation, the device was noted to be non functional. However articulation and rotation testing was performed and the device articulated to all setting and rotated, with any difficulties noted. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidence of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information.

Event description:
It was reported that the stapler did not work when inserting the battery, it was necessary to open another stapler.